Manufacturer narrative:
Analysis of the returned device shows that during functional analysis, it was not possible to inflate the balloon, probably due to a hole or leakage of the ibt. Visual analysis confirmed a large longitudinal hole on the balloon. Visual analysis shows also a leakage coming from the y-adaptor. After further investigation on the y-adaptor, 2 different cracks have been found on it. The first crack is the place where the leakage comes from and it is nearby the luer fitting. The second crack does not leak, but damage is visible under microscopy near the place where the heat shrink is placed. Based on the information provided, functional and visual analysis, the most probable root cause of the hole in the balloon is attributed to contact with bone splinters.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure, during the procedure, it was reported that 2 balloons ruptured. No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.